Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0094550. Medical device expiration date: 2021-08-31. Device manufacture date: 2020-04-03. Medical device lot #: 0297462. Medical device expiration date: 2022-02-28. Device manufacture date: 2020-10-23. Medical device lot #: 9304208 . Medical device expiration date: 2021-03-31. Device manufacture date: 2019-10-31". Investigation summary: bd had not received samples, but 1 photos were provided for investigation. The photos were reviewed and the indicated failure mode for missing stopper with the incident lot was observed. Additionally 20 retention samples from lot 0297462, lot 0094550 bd inventory were evaluated by draw testing and the issue relating to underfill was not observed and samples were evaluated by visual examination for missing stopper issue and the issue was not observed on the retain samples. Lot 9304208 has expired 03/2021. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes, the device experienced underfill or low draw of a tube with blood and missing component of the product. These events occurred 50 times with lot: 0094550, 0297462, and 9304208. The following information was provided by the initial reporter. The customer stated: tubes without a black cap and they don´t fill to 4 ml.